Event description:
During an unknown procedure to the aorta, it was reported that a 4f pigtail cath tempo advanced via the brachial access thru a 4f sheath over cook exchange length wire into the aortic arch. Attempt to straighten the cath tempo pigtail with wire caused a ¿popping¿ sensation described by the patient. Fluoroscopic visualization revealed that the tip of the pigtail had separated from the catheter body and was lodged in the subclavian artery. Snaring the catheter tip was required in order to retrieve the fragment. Catheter was removed and the procedure was completed with another catheter. The patient did not have any sequel due to the catheter fragmentation. No anomalies were noted by the user when the device was removed from the package and no anomalies noted during prep. While attempting to advance guide wire thru the curved portion of pigtail, resistance was met. No excessive torquing was required. There was no resistance met while withdrawing the device. The lesion was not calcified, no tortuosity and no stenosis. There was ¿little¿ vessel angulation through the subclavian artery retrograde

Manufacturer narrative:
Complaint conclusion: during an unknown procedure to the aorta, a 4f pigtail tempo advanced via the brachial access thru a 4f sheath over a non-cordis wire into the aortic arch. Attempt to straighten the cath tempo pigtail with wire caused a ¿popping¿ sensation described by the patient. Fluoroscopic visualization revealed that the tip of the pigtail had separated from the catheter body and was lodged in the subclavian artery. Snaring the catheter tip was required in order to retrieve the fragment. Catheter was removed and the procedure was completed with another catheter. The patient did not have any sequel due to the catheter fragmentation. . The lesion was not calcified, no tortuosity and no stenosis. There was ¿little¿ vessel angulation through the subclavian artery retrograde. No anomalies were noted by the user when the device was removed from the package and no anomalies noted during prep. While attempting to advance guide wire thru the curved portion of pigtail, resistance was met. No excessive torquing was required. There was no resistance met while withdrawing the device a non sterile cath tempo 4f pig 90 cm 5sh diagnostic catheter was received for analysis coiled inside a plastic bag along with a non sterile unknown coiled guide wire. Per visual analysis, a separation was noted on the catheter at intermediate tip to tip fusion. Under vision system the separation end looks elongated and evidence of distal tip remains can be observed on the intermediate tip (the separated distal tip piece was not included/ returned for analysis). No other anomalies observed. The catheter¿s od and ID were measured near to the separation area and results were found within specification. Functional analysis was performed to the non sterile tempo catheter received. A lab sample syringe filled with water was attached to the hub of unit and successfully flushed. Neither resistance nor loosen material/ matter was observed during flushing procedure. Then, as indicated, the unknown received guide wire was introduced into the catheter via hub and successfully passed through. Neither resistance was felt nor experienced. A sem analysis was performed on the intermediate tip to tip separated area with the following results: sem results showed that the tip surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The received complaint catheter along with a control pig tail tip sample was sent to the analytical laboratory in order to perform a dsc (differential scanning calorimetry) and a tga (thermo gravimetrical analysis) tests to evaluate the material thermal properties of the plastic tip which separated during surgical procedure. According with dsc result obtained, it was observed that ¿as received¿ conditions of the complaint unit were quite different when compared against the control sample, ¿as received¿ conditions refers to the condition of complaint unit after extrusion process, where it was observed that melting temperature on complaint unit occurred at approximately 10°c before control sample, however thermal properties on second heating process were similar which suggest that inherent properties of both (complaint unit and control sample) are the same. Dsc data ruled out the presence of a material degradation on the complaint unit since melting and crystallization processes remained reversible. Tga test reveled that the complaint unit and the control sample analyzed yield significant different decomposition profiles, especially above 400°c, furthermore it was also discovered that control sample exhibited an additional weight loss event approximately at 550°c which was not observed on complaint unit. Tga results reflect differences in the formulation or composition of complaint unit and control sample analyzed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inner lumen resistance friction was not confirmed as the device advanced over the guidewire returned with the catheter without difficulty during functional analysis. The cause of this difficulty experienced by the customer could not be determined. The reported body/shaft separated in patient was confirmed due to the condition of the returned device. The root cause could not be conclusively determined; however, analysis noted elongation at the point of separation which may suggest that force was applied to the device to the point of separation. Based on the analysis and DHR, this issue is not considered as manufacturing related. Therefore no actions will be taken at this time.

Manufacturer narrative:
The patient's gender is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.